Manufacturer narrative:
Analysis of the device on return to cochlear was a device failure (device analysis report is attached). This report is submitted on sep 22, 2021.

Manufacturer narrative:
This report is submitted on june 24, 2021.

Event description:
Per the clinic, the patient experienced poor performance with the device. The device was explanted on (B)(6) 2021, and the patient was reimplanted with another cochlear device during the same surgery.